Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A third-party (caregiver) reported a low reading issue with the abbott diabetes care (adc) device and indicated that the "warnings and product recalls are too late," which resulted in the customer's death. No further information has been received at this time. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Event description:
A third-party (caregiver) reported a low reading issue with the abbott diabetes care (adc) device and indicated that the "warnings and product recalls are too late," which resulted in the customer's death. No further information has been received at this time. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. Stability data for product was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.